Event description:
Customer reports back to back testing on the aviva system with results of 139mg/dl and 44mg/dl. Quality control were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.